Event description:
Additional information was received reporting that the cause of the stimulation being off was not specified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a worsening of tremor and speech disorder in a patient, with tremors affecting both right upper limbs and the head, particularly when writing or drawing. The patient also experienced worsening dysarthria. The issues were attributed to programming/stimulation. The therapy was suspended as an intervention, and the outcome was resolved without sequelae. Additional information was received reporting that examination showed the stimulation was off and the doctor turned the stimulation back on but there was clear worsening of tremor and voice, so the stimulation was stopped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.